Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, ipg, implanted: (B)(6) 2007; 407645, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced endocarditis. The patient's implantable pulse generator (ipg) system was explanted in case of infection. A new system was later implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.